Event description:
I had the essure implanted 3 weeks ago and I have had bad pelvic pain, so bad that most days I can't get off my couch. I have migraines three times a week since having the procedure done. I've never had them before now.